Event description:
It was reported that patient underwent total hip arthroplasty (B)(6) 2012. During the procedure, a 14mm broach was used to broach the femoral canal. The 14mm stem did not replicate the size and position of the broach, a 15mm stem was used to complete the procedure. As a result, there was a delay in the procedure of more than thirty minutes.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00182). The user facility was notified of the event on february 27, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.